Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (B)(6) was explanted due to patient dissatisfaction with the chosen refractive target and an intraocular lens from a different manufacturer implanted as a replacement. Rxsight's first awareness of this event was on 08/27/2024.